Event description:
It was reported that patient underwent a distal femoral plate procedure on (B)(6) 2011. During the procedure, the surgeon made attempts to utilize three 3.8mm drill bits, but they would not penetrate the far cortex. The surgeon completed the procedure utilizing two different sized drills. The events encountered during the procedure led to a delay greater than thirty minutes. This MDR is being filed due to the delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the three returned drill bit units confirmed a manufacturing date of (B)(4) 2009. Changes to improve the cutting performance were initiated subsequent to the manufacture of the returned devices. (B)(4).